Event description:
It was reported that customer experienced cgm error while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, confirmed error did not recur, and was instructed to wait before starting new sensor session, which customer understood and acknowledged.